Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebt1772 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during the procedure the catheter was cracked. The radiologist barely screwed the tube and extended it together and a ¿crackling¿ was noticed. The user then notified the radiologist and the drain was changed. No patient injury reported.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing-related cause for this event. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary:the complaint of a cracked drainage catheter connector was confirmed; however, the root cause was not identified. The product returned for evaluation was one locking pigtail universal drainage catheter. Usage residues were observed throughout the sample. The sample terminated just distal of the silicone over-sleeve. A longitudinally aligned split was observed in the luer adapter, extending from the proximal end. Microscopic inspection of the split revealed a sharply defined granular fracture surface. The luer orifice appeared round. Material wear was observed along the inside edge. The threads were unremarkable. Attempts to replicate the damage using a non-complainant device were unsuccessful. The material wear and the fracture features suggested that outward radiating stress originating within the luer adapter contributed to the observed damage; however, inability to replicate the damage indicated that an additional unidentified factor(s) contributed to the crack formation. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include forceful insertion of a male luer adapter taper(s) and environmental conditions affecting material mechanical properties. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use.

Event description:
It was reported that during the procedure the catheter was cracked. The radiologist barely screwed the tube and extended it together and a ¿crackling¿ was noticed. The user then notified the radiologist and the drain was changed. No patient injury reported.